Manufacturer narrative:
Additional narrative: product investigation summary: the visual investigation of the complained drill bit shows that the tip is broken off. There were a lot of wear marks at the cutting edges and at the shaft detected. This indicates that this drill bit was used a lot of time. Unfortunately, the exact cause which has led to this occurrence cannot be determined. It is likely that too much mechanical force had been applied during the surgery. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient/surgical involvement in this case is unknown. Date of device breakage is unknown. Discovery of broken device was made on may 4, 2015. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 14, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit was returned to the loan department in a broken state. The client was not aware that the drill bit was broken. This report is 1 of 1 for (B)(4).